Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of undersending were reported on the device. Technical support was contacted and suspected the episodes were due to post-sensed t-wave oversensing (pstwo). The device was explanted and replaced due to normal end of life (eol) to resolve the event. The patient was stable with no consequences.